Event description:
It was reported that the pt expired "of natural causes unrelated to device" and that the pt died "in accident unrelated to device." An autopsy was performed. Additional info has been requested from the hcp, but was not available as of the date of this report.